Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod. Symptoms reported include vomiting, nausea, dizziness and blurry vision. The patient was treated with intravenous fluids - magnesium, saline and 4 different bags of fluids. It was also reported that the patient was kept hydrated and was put on a solid and clear liquid diet. The patient was released on (B)(6) 2025, after 4 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.